Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical report states patient had hip and buttock pain, local tissue reaction, and slightly elevated cobalt and chromium levels, but no treatment has been provided. Update rec'vd (B)(4) 2013-additional clinical information received. During primary surgery patient suffered femoral fracture, it is unknown of the how or why it occurred. **updated on (B)(4) 2013.**

Manufacturer narrative:
The device associated with this report was not returned and is presumed yet implanted. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.